Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 9 mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. After stent implantation, a 3.00 mm x 12 mm nc emerge® balloon catheter was advanced for post dilation; however, upon inflation the balloon ruptured. The device was completely removed, intravascular ultrasound (ivus) was performed and the procedure was completed. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. After stent implantation, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for post dilation; however, upon inflation the balloon ruptured. The device was completely removed, intravascular ultrasound (ivus) was performed and the procedure was completed. No patient injury or complications were reported.